Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient reported the event was ¿associated with self allergic constitution¿. The physician did not report the cause for the peritonitis. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with an unspecified anti-inflammatory drug for the event. At the time of this report, patient was recovered from the event and dianeal therapy was ongoing. No additional information is available as the reporter declined follow up.